Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance measurements. Boston scientific technical services (ts) discussed the possible reasons this event occurred as well as troubleshooting measures. The field representative will discuss it to the physician. Additional information was obtained and indicated that the device was checked in the office and was functioning normally. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.